Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance and no pacing signal. X-ray revealed that the lead was abraded under the sternum. The lead was explanted and replaced. The patient was fine after the procedure.